Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 04-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-apr-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 05-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power port two and batteries exhibited power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries ((B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. Visual inspection of the returned controller under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, visual inspection of the returned controller revealed contamination within the power ports of the controller. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. A power source lubrication procedure was performed on the associated devices on 26-jun-2018. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins and/or due to contamination of the controller power ports. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 22-aug-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6), d10: yes, return date: 22-aug-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6), d10: yes, return date: 22-aug-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6), d10: yes, return date: 22-aug-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67, d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial or lot#: (B)(6) UDI #:(B)(4), d10: yes, return date: 22-aug-2019, h3: yes dev rtn to MFR? Yes h4: mfg date: 05-apr-2018, h5: no, h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer.  The device subsequently tested out of specification during manufacturer¿s analysis.